Event description:
During a revision procedure of a total elbow implant originally placed at an earlier date, the head of the ulnar cap screw fractured, leaving the remaining portion of the screw retained within the cap. The procedure was performed at a medical facility.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction: d2b product code; d2a common device name; d9 product available to stryker; h3 device evaluated by mfg. The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned devices reveals that the screw component of the ulnar cap is fractured at the mid-shaft, with the hex head exhibiting stripping and rounding consistent with over torquing or repeated engagement. Additionally, the tab portion of the ulnar cap the secures the screw is broken off and missing. A brittle fracture is also present, resulting in the complete separation of one of the structural tabs. Due to the device being clearly broken a functional inspection was not possible or necessary. Due to the condition of the returned device a dimensional inspection was not considered necessary since it¿s clearly broken. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Based on investigation, the root cause was attributed to a user related issue. The event was caused by over tightening of the screw as evident by the rounding of the hex head and the breakage of the metal on the ulnar cap. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
During a revision procedure of a total elbow implant originally placed at an earlier date, the head of the ulnar cap screw fractured, leaving the remaining portion of the screw retained within the cap. The procedure was performed at a medical facility.